Event description:
The hospital reported that during cleaning and decontamination of the scope afer an endoscopic vein harvesting procedure, staff found that the scope was foggy and blurry. He observed that the scope was broken along the end. No further details of the specific failed component could be obtained. There was no pt complications reported during the procedure and the procedure was completed using the same device.

Manufacturer narrative:
Maquet received the scope on 12/22/08. The visual inspection showed that the distal shaft section was (bent) defective, the distal (lens) window was cracked, scratches were on the tube shaft and the optic was compromised. Maquet shipped the scope in late 2008. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.